Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30500769m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring a pericardiocentesis. After the procedure, a cardiac tamponade occurred and drainage was performed at the ward. The procedure was successfully completed normally. A pericardial effusion was not confirmed. Blood pressure decreased and a pericardial effusion was confirmed around 20 pm on the day. Pericardial drainage was performed on (B)(6) 2021 discharge. Event date was (B)(6) 2021. The physician commented that because the patient's body movement was severe, the complaint reporter said does not think that the product had any particular defect. Additional information provided on the event. Prior to noting the CT, ablation was performed and there was no evidence of a steam pop. It was not reported that there was any error message observed. Patient outcome was reported as improved. The physician¿s opinion on the cause of this adverse event was the patient¿s condition. The patient's body movement was severe during the procedure. It was not reported that extended hospitalization was required; however, the event date was reported as (B)(6) 2021 and pericardiocentesis was performed on (B)(6) 2021. Therefore, assessed as ¿prolonged hospitalization¿.